Manufacturer narrative:
It was reported that the front outer leg broke and its not usable and she has not had it for that long. It was reported that they were trying to move the backrest to the opposite side and as they were doing that, some screws from the frame came undone and they were unable to install the backrest because they fell off. The screw seating for one of the backrest holders has come undone and cannot be reinserted. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.

Event description:
It was reported that they were trying to move the backrest to the opposite side and as they were doing that, some screws from the frame came undone and they were unable to install the backrest because they fell off. The screw seating for one of the backrest holders has come undone and cannot be reinserted.